Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The patient reported that the washer fell from the atomizer into her mouth while she was using the device. The patient was able to retrieve the component without requiring any medical interventions. The patient reported that she had three atomizers at the time of the event and did not recall the source of the washer; therefore, the nephron representative will submit three medical device reports for the investigation at this time. The patient is a (B)(6) female with a past medical history that is significant for a brain aneurysm. She is a current smoker and adds that she does not have any allergies to medications or any respiratory illnesses. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the manufacturer health and life, co., ltd. On (B)(4) 2013.

Manufacturer narrative:
(B)(4) have been taking preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, (B)(4) has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively. The recall action is still on the process.